Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) was unable to place the percutaneous leads in the mid-thoracic area during implant. The leads did not seem to steer in the direction that he wanted them to go in order to get optimal stimulation. The hcp was getting into the epidural space at t12-l1 and was able to feed the leads up 2 or 3 vertebral bodies before the lead would steer off course and either move lateral or anterior. The hcp tried repositioning the needles many times and going in at a different level with the needles but he could not steer the leads as he intended. The hcp referred her for a surgical lead implant. The patient had numbness in her legs after the procedure and was unable to stand or walk. She was admitted to the hospital but seemed to recover and was discharged. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report #6000153201104122.